Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed excessive off-current leakage through the battery connection. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced pcb assembly in the failure analysis lab and determined root cause to be excessive current leakage from a defective ic chip, designator u1 on the main pcb assembly.

Event description:
Found during routine testing, customer originally called (B)(6) 2008 to report that device with recently replaced battery date code (B)(6) 2007, was displaying a low battery icon and would not completely power up. The battery was replaced. The customer called again in (B)(6) 2008, one month later, to report the same problem. Suspect device malfunction.